Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. It is stated in the file that, in the surgeons opinion, the product did not cause or contribute to the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that, according to the surgeon, the intra ocular lens (iol) did not cause the event. Based on this information, the product did not cause or contribute to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic was in a distorted/awkward position as lens was being advanced. The procedure was completed on the same day, there was no patient contact. Additional information has been requested.